Manufacturer narrative:
Block b3: exact date unknown, event occurred few years from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7027783.

Event description:
It was reported that the patient underwent a procedure wherein the ipg and lead were explanted due to an unknown reason. No further information has been obtained despite good faith efforts.